Manufacturer narrative:
G4: 02sep2020, b4: 03sep2020 . It was reported that the touchscreen was physically damaged. The previous mention of a "shock" associated with this event was clarified in its translation. There was no allegation of an electrical shock. The screen was physically damaged only. Although requested, the cause of the physical damage was not confirmed. It was confirmed that there was no patient involvement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 25aug2020. B4: 26aug2020. The manufacturer's field service technician determined the touchscreen needed to be replaced. The manufacturer's field service technician replaced the touchscreen and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 07/09/2020.

Event description:
It was reported there is a touchscreen issue and shock. The device was in use at the time of the issue however no patient harm was reported.